Event description:
It was reported that some of the urinary catheters that customer used currently caused trouble with the removal process. The insertion and filling of the catheter balloon went smoothly, but upon removal tried to withdraw the fluid from the catheter balloon was extremely challenging. Patient had a urology consult placed because they thought urology was going to have to intervene in order to get the foley out of the patient. Luckily another nurse overheard the conversation and was able to be interceded by having said that, to push really hard on the syringe connecting to the catheter and then draw back very slowly in order to decompress the balloon. Supposedly, this has happened with 3 different catheters, 3 different patients, 3 different nurses. On that day, catheter appeared to be 16fr urinary catheter with urimeter. Nurses struggled to get the balloon deflated and they still might try to pull the catheter out even if not fully emptied which could cause urethral trauma or that would have unnecessary urology consults.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that some of the urinary catheters that customer used currently caused trouble with the removal process. The insertion and filling of the catheter balloon went smoothly, but upon removal tried to withdraw the fluid from the catheter balloon was extremely challenging. Patient had a urology consult placed because they thought urology was going to have to intervene in order to get the foley out of the patient. Luckily another nurse overheard the conversation and was able to be interceded by having said that, to push really hard on the syringe connecting to the catheter and then draw back very slowly in order to decompress the balloon. Supposedly, this has happened with 3 different catheters, 3 different patients, 3 different nurses. On that day, catheter appeared to be 16fr urinary catheter with urimeter. Nurses struggled to get the balloon deflated and they still might try to pull the catheter out even if not fully emptied which could cause urethral trauma or that would have unnecessary urology consults.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be due to user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.